Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, all the keypad buttons responded properly to presses. The keypad cover was removed and no internal defect was found to the key contacts. Unrelated to the complaint, a crack was found in the pump case near the upper right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On 07/20/2015, the reporter contacted animas, alleging a keypad button response issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.